Event description:
A customer reported that the pump declared alarm 20 during insulin delivery while in warranty, and there had been previous reports of cartridge alarms with this pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As corrective action, technical support arranged a replacement pump, confirmed the shipping details, and instructed the customer on returning the malfunctioning pump. The customer will contact a healthcare provider for backup therapy since none was available at the time.